Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is hearing an alert tone from the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the alert was for out of range impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The alert was turned off with plans for explant in the future. The rv lead remains in use. The device remains in use. No patient complications have been reported as a result of this event.